Event description:
It was reported that during an unknown procedure, the device could not fire at the third stroke of the first firing with white reload; and the jaw could not open. Changed another device and blue reload, but the knife could not back to the original position after the third stroke. The jaw also could not open. The surgeon had to cut the tissue and removed the device. Changed to hand sewing to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Yoke. The analysis found that one sc60a device was returned with the clamping mechanism damaged and with an ecr60w cartridge reload present. The cartridge was received unfired. No functional test could be performed due to the condition of the device. However, the device was disassembled to verify the internal components and the yoke was noted to be broken. Although no conclusion could be reached as to how the yoke became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped over an excess of tissue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.